Manufacturer narrative:
Other health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission shows a presenting electrocardiogram (egm) with t-wave oversensing (twos). The patient was seen by the healthcare provider and the lead was reprogrammed with the issue resolved. The lead remains in use. No patient complications have been reported as a result of this event.